Manufacturer narrative:
This event met MDR reporting criterial on 11/22/2017 when during product analysis, it was found that the coil was stretched. Conclusion: a non-sterile orbit galaxy cmplx xtrasoft coil 3x8 was received coiled inside of a pouch. The hypotube was inspected and it was found kinked at 154cm from the proximal end. The introducer was received partially zipped and was found kinked. The support coil, the gripper and the embolic coil were found outside of the introducer. The introducer, gripper and the embolic coil were inspected under microscope; the introducer was found kinked, while no damages were noted on the gripper and the embolic coil was found stretched. The functional test could not be performed since the introducer was found kinked. The DHR review of the manufacturing documentation associated with this lot (17604583) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The re-sheathing issue was confirmed. The cause of the failure was due to the kinked condition noted on the introducer. The coil stretch may have been related to applying force to the device; but this could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have this failure. Additionally, inspections are in place that prevents this kind of failure from leaving the facility. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
As reported by a healthcare professional, an orbit galaxy coil (640cx0308/ 17604583) had resheathing failure and was found to be stretched when returned for analysis, a prowler 10 (606051fx/ lot unk) had tip kink issue when the box was opened and the prowler select plus (606s255fx/ 17659982 doesn't allow the insertion of an enterprise stent; however, the physician indicated this was a prowler problem. The physician used another same size products and the procedure was successfully completed. There were no potential adverse events. Multiple attempts to obtain additional information were unsuccessful.